Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, 'hemolysis was reported. A 20 mm sapien 3 ultra resilia (s3ur) valve was deployed in an aortic with nominal volume. On pod1, increased ldh was observed (approximately 1300u/l). The patient was followed up. No intervention was performed.' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Patient had reported valve area 330mm2, which was within the recommendation range (273-345mm2'') for thv size 20mm, so the potential root cause of undersized thv was eliminated. Additionally, it was noted that the patient had moderate aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak as reported. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 20 mm sapien 3 ultra resilia (s3ur) valve was deployed in an aortic with nominal volume. On pod1, increased ldh levels (approximately 1300u/l) were observed, but no intervention was performed. The physician followed the same practice as with the s3 valve and did not experience hemolysis, attributing this to the skirt on the s3ur. Follow-up investigations revealed trivial pvl at the valve implant and mild pvl on tte 4 days post tavr, with no clinical symptoms observed. Ldh levels increased from 270 on to 1519 in 23 days, while hb levels decreased from 13.4 to 9.6 over the same period. No interventional treatment is planned, but prolonged hospitalization was reported, with no information on the patient's discharge status.

Manufacturer narrative:
Investigation is ongoing.